Manufacturer narrative:
Maquet sas became aware of an incident with one of the surgical lights- powerled device. It was stated that the screw between two fork arms had snapped . There was no patient involved. It was established that when the event occurred, the surgical light failed to meet its specification and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported scenario has never lead to serious injury or worse, to date. Furthermore it was found that the possible root cause of this event is a loose screw combined with an excessive forced rotation of the fork. A loose screw at the junction of two forks blocks the rotation but cannot lead by itself to a screw breakage without an unforeseeable degree of improper use. The reason of this loose screw remains unknown because it is normally glued with loctite 222 during assembly but without parts returned its presence cannot be confirmed. Additionally, every user needs to check the drift and stability of surgical light every day. This information is included in powerled user manual. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Ref (B)(4).

Manufacturer narrative:
Additional information will be provided after investigation result.

Event description:
On (B)(6) 2017 maquet (B)(4) became aware of an incident with powerled surgical light. As it was stated by the customer one of the screw located at the shaft bearings was snapped no information about the patient involvement was provided so far. However we decided to report this case in abundance of caution. (B)(4).